Event description:
It was reported the pt does not receive any sound amplification with his vibrant soundbridge. The rtf measurement shows that there is no feedback from the fmt. X-ray shows that the fmt is placed correctly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.